Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 28 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 50 ncm of primary stability was achieved, the patient presented bone type I, immediate implant and immediate load were performed and trauma over the implant has happened.